Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged dry mouth and throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 11 , 2025 and section h10 should be reported as: the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged dry mouth and throat. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.